Manufacturer narrative:
One cadd solis vip pump due to a low alarm volume. Functional testing was performed, and the reported issue was not duplicated. The alarm volume was tested and found that the sound was normal. Therefore, no problem found with the issue.

Event description:
Information was received indicating that a smiths medical pump had low alarm volume. There was no patient present at the time of the event. There was no reported adverse events.